Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. Customer threw up, had a rash and the ambulance took them to the hospital. Customer treated their high blood glucose levels via manual injection. The automode feature was not active. Customer advised the cannula of their infusion set was bent which might have resulted in insulin not properly being delivered. The insulin pump will not be returned for analysis.